Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hot wire displaced and lifted up off the jaw. A new kit was used to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: visual inspection revealed that the right heater element was lifted up and bent. The jaws were burnt. There was some evidence of blood. Based upon this observation, the reported failure "heater bent" was confirmed. (B)(4).